Manufacturer narrative:
On (B)(6) 2017: during follow-up, it was reported that the customer loaded a cartridge onto their pump and did not receive an additional cartridge alarm 19. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm. The customer changed their infusion set and cartridge resolving the occlusion alarm and no additional occlusions were received after the supply change. Additionally, the customer reported that the pump was not delivering insulin leading to the customer experienced elevated blood glucose (bg) levels. Subsequently, the customer reported receiving a cartridge alarm (cartridge alarm 19) during basal delivery. The customer's bg levels during these events ranged from 220-360mg/dl and manual injections were administered to address the bg levels. Tandem technical support attempted to contact the customer multiple times to obtain more information; however, no response was received.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged cartridge alarm 19 was verified. No failure related to the reported occlusion alarm or insulin delivery issues were identified.